Manufacturer narrative:
Batch review performed on 25 november 2019. Lot 1811217: 160 items manufactured and released on 1-may-2019. Expiration date: 2024-02-17. No anomalies found related to the problem. To date, 146 items of the same lot have been already sold without any other similar reported event. Additional implant involved in the event, batch review performed on 25 november 2019. Ball heads: cocr 01.25.030 cocr ball head 12/14 ø 36 size s -3.5 (k080885) lot. 162372 lot 162372: 100 items manufactured and released on 26-jul-2016. Expiration date: 2021-07-06. No anomalies found related to the problem. To date, 84 items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed after 5 months from the primary due to the dislocation of the head from the liner. The cause of the dislocation is unknown. The surgeon revised the cup, head, and liner and the surgery was completed successfully.